Event description:
It was reported that the patient had not used their implantable neurostimulator (ins) since 4 months after it was implanted. It was noted that every time the patient increased the stimulation they had a ¿mini stroke¿ and was told by their neurologist not to use the ins system. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that the patients physician was not sure stimulation was causing the problems/"mini strokes." The patient planned to have the device removed on (B)(6) 2014. They planned to take as much of the lead as was safe to take. The patient was told by the surgeon that they may not be able to remove it all. It was further reported by the patients neurologist that she was seen in their office for the fist time as a new patient in (B)(6) 2013. There was no mention of strokes or transient ischemic attacks. It did mention she had a couple of falls but no loss of consciousness. The patient had told the neurologist she had right sided weakness but it was not confirmed on exam. No additional information was available.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).